Event description:
According to available information, this device was explanted and replaced due to an unspecified malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (2071230) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received further reported the implant began to fail as there was most likely a leak in the system, with air in the pump. The device was replaced with another manufacturer's product.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. The surfaces of the detachment site of the exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. The surfaces of the detachment site of the exhaust tube of cylinder 1 appear to be rough and irregular, indicating stress was exerted. Partial separations, surrounded by abrasion, were noted on the exhaust tube of cylinder 1. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, while no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 1 revealed rough and irregular surfaces, indicating stress was exerted. The stress exerted could have been sufficient to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.